Event description:
Report received from baxter states "overinfusion, during patient use." Device contained 15mg pentazocine 20ml, droperiodol 1 ml, 1% lidocaine 19ml, total 40ml. Per reporter, device was attached to a patient control module, however, the "customer never push pcm." Reporter states no patient injury resulted. The 40 ml of fluid was infused over approximately 20 hours.